Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable low elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 143.1 pg/ml and was reported outside of the laboratory. A new sample was collected and the troponin t hs stat result was 12.36 pg/ml and was reported outside of the laboratory. The physician questioned the result. The sample was repeated and the result was 184.0 pg/ml with a data flag. The results of 143.1 pg/ml and 184 pg/ml were believed to be correct. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 30564601 with an expiration date of 30-jun-2019. The investigation determined that the qc was acceptable and a general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.